Event description:
Ous MDR - after an implant duration of about 2 years a battery depletion was noted. The patient experienced a few episodes of ventricular fibrillation and shock therapy. No adverse patient side effects were reported.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 12 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A-fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The programmed parameters were inspected. It was noted, that the ventricular anti-bradycardia pacing was permanently programmed to 5.0 v for 1.5 ms. This represents a high current program, draining the battery. The ICD was implanted for 24 months; 12 charging cycles were documented in the ICD¿s memory. Taking the high current program for the anti-bradycardia pacing into account, the battery condition was found to be anticipated. In summary, the ICD proved to be fully functional. The battery status eri was anticipated.